Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na

Event description:
It was reported that this was an arteriotomy closure in the mildly calcified left common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of both proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly post-procedure, one of the pre-placed sutures broke while tightening. Hemostasis was achieved with the other pre-placed proglide suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na

Event description:
It was reported that this was an arteriotomy closure in the mildly calcified left common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of both proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly post-procedure, one of the pre-placed sutures broke while tightening. Hemostasis was achieved with the other pre-placed proglide suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.